Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was a partial clog in a vacuum tube of the rinse head assembly, causing a partial backflow. The vacuum tubing was replaced. Sample mechanism tubing was replaced. Rinse levels and gear pump pressures were checked. A heat cut filter, bath window, cuvettes, and lamp were replaced. A hardware check was performed and passed. The customer successfully performed calibration and controls.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. An aliquot of the sample initially resulted with a glucose value of 684.7 mg/dl. The primary tube of the sample was repeated, resulting with a value of 109.2 mg/dl. The repeat value was believed to be correct. The glucose reagent lot number and expiration date were requested, but not provided.